Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: h6: medical device problem code (annex a). Investigation evaluation description of event: as reported, a hiwire nitinol hydrophilic wire guide was used for an unspecified procedure and the coating peeled off during use. The coating was activated with saline "normally". Another wire guide was used to complete the procedure. Cook requested additional information and were notified the user cannot provide more detailed information regarding the complaint and mentioned the wire guide was normally activated by saline in the user facility. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The wire guide is assembled and packaged by a supplier who completed a DHR review as part of their investigation detailed below. The incoming inspection records at cook were reviewed and the lot passed incoming inspection. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The wire guide was supplied with IFU which includes the following. Precautions ¿ manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. ¿ when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. Instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating). No product was returned for evaluation. Without the return of the actual device in question for evaluation, the supplier is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that handling and/or procedural factors impacted on the event as reported. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a haywire nitinol hydrophilic wire guide was used for an unspecified procedure and the coating peeled off during use. The coating was activated with saline "normally". Another wire guide was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: 1. Phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.